Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing, decreased sensing and increased capture were observed. Lead dislodged was confirmed under x-ray. There was also a large current of injury on the psa when the lead was fixated. The lead was repositioned and patient was scheduled for another followed up.